Manufacturer narrative:
(B)(4). Date of initial report : 10/29/2015; date of follow-up report: 01/07/2016. One used ls1020 was received for evaluation. Examination of the returned sample could not confirm the reported complaint. Visual inspection of the device found no defects, and testing confirmed that the jaws opened and closed normally using the handle. The knife extended and retracted normally using the trigger, and cut with acceptable results. The investigation found the device to function normally and within specifications. Review of the relevant device history records found no potentially contributing entries, and no trend is associated with the reported issue.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would not open during a bso procedure. There was no tissue loss, blood loss, or injury to the patient. Another device was used to complete the procedure.